Manufacturer narrative:
H11 - manufacturer narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting with elevated intraocular pressure. Lens remains implanted with a planned lens replacement. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5 - a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting with elevated intraocular pressure, significant reduction of irido-corneal angles, shallowing of the ac. Lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as "other" and noted - I believe the initial high vault was due to wtw indicating larger icl. H11 - manufacturing narrative: iop elevation from baseline, secondary surgical intervention to remove/replace/reposition the lens, is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).